Event description:
The device was received on (B)(4) 2014.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
.